Event description:
A nurse from china reported that they performed blood glucose testing for their patient and obtained a reading of 0.5 mmol/l with the contour plus meter. A repeat testing was performed and a reading of 8.1 mmol/l was obtained when using strips from another bottle of the contour plus test strips. There was no allegation of an adverse event. The strips associated with the event have been discarded.

Manufacturer narrative:
As the customer discarded the strips associated with the event, an in-house testing was performed with the in-house contour plus meter and in-house contour plus test strips from lot # 1lqhh07c using blood sample, which gave a satisfactory performance. No information was captured in sections a2 and a4 as the patient's age and weight were not provided. Also, as the patient identifier was not provided, unknown was captured in section a1. The model # (d4) was not provided. The contact details of the initial reporter was not provided. Therefore, no information was captured in section e1.